Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. The physician stated that they did not see any pacing or atrial ventricular synchrony on the electrocardiogram. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.